Manufacturer narrative:
The investigation noted that the customer does not follow the sample tube manufacturer's clotting time and centrifugation settings. The customer replaced the probes. The field service engineer performed a pipetting accuracy test with acceptable results. The customer stated that the issue was resolved when they replaced the reagent cassette from the same lot. The investigation determined that the event was consistent with a reagent defect due to improper storage or handling. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable iron gen.2 results from four patient samples tested on the cobas integra 400 plus. Of the data provided, the results for 1 patient sample were discrepant. The initial result from the analyzer was 20.4 ug/dl. The repeat result from an external laboratory using a c 8000 system was 33.4 ug/dl. The initial result was deemed low, prompting the rerun.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6).